Event description:
The reporter contacted animas on (B)(6) 2013 alleging the day of the call, the display screen on the pump began to look faded and had an orange color to it and by the end of the day, the display was blank. The reporter stated that changing the battery did not resolve the display issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display malfunction remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: 06/19/2013, device evaluation: on investigation, the pump did not have an illuminated screen when powered on. The pump did have audible tones and vibratory function when powered on. The pump was opened for investigation and revealed the display screen was cracked. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.